Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that unspecified bd¿ optima injector disconnected and leaked. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the tubing for IV tacrolimus disconnected from optima connection device at leur lock and fell on the floor.   Verbatim: bd 093- reported date: 03/31/2021, event date: (B)(6) 2021, item number: not reported; lot number: not reported; item retained in defect depot?: not reported; picture: not reported. Tubing for IV tacrolimus disconnected from optima connection device at leur lock and fell on the floor. The optima connector and injector piece remained attached to the grey lumen of her triple lumen cvc. Blue clamp remained in place around connection device. Blood began to drip on patient and floor from the open device. Patient was not witnessed tampering with tubing connection.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ optima injector disconnected and leaked. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the tubing for IV tacrolimus disconnected from optima connection device at leur lock and fell on the floor.   Verbatim: (B)(6). Reported date: 03/31/21. Event date: (B)(6) 2021. Item number: not reported; lot number: not reported; item retained in defect depot? Not reported; picture: not reported. Tubing for IV tacrolimus disconnected from optima connection device at leur lock and fell on the floor. The optima connector and injector piece remained attached to the grey lumen of her triple lumen cvc. Blue clamp remained in place around connection device. Blood began to drip on patient and floor from the open device. Patient was not witnessed tampering with tubing connection.